Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. A DHR review has been conducted. All paperwork appeared complete and accurate. No mfg issues were identified.

Event description:
Attorney reported: on (B)(6) 2007, pt underwent a right inguinal hernia repair surgery. Pt's hernia was repaired with a bard large oval composix kugel mesh. On (B)(6) 2009, pt presented to hospital and was found to have adhesions and a small bowel obstruction. Pt underwent surgery attempting to remove the mesh at hospital. On (B)(6) 2009, pt underwent surgery to excise a suture granuloma. On (B)(6) 2009, pt underwent a surgical procedure to remove pieces of mesh from her abdomen. Pt has suffered and will continue to suffer physical pain. The (composix) kugel patch used in the pt's hernia repair surgery failed, resulting in much pain and suffering.